Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there were no changes in the patient condition with regards to the perforation. Device investigation could not be conducted as the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Lot history review confirmed that the subject device had no anomaly. Moreover, all the shipped products were inspected in the production process for meeting the product specifications and release criteria. Therefore, there was no indication of product deficiency. It was concluded that reported perforation was attributed to the lesion condition and surgical technique since no other guide wires were able to cross and the asahi guide wire was interfered due to the heavy calcium. Instructions for use states: [warnings] do not use this microcatheter in advanced calcified lesions; [warnings] the microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the microcatheter into stenotic areas and narrower vessels than the product. (Abrasion may result in damage or separation of the microcatheter. This may cause vascular injury and perforation, possibly leading to a life-threatening adverse event.); and, [malfunction and adverse effects] perforation of blood vessels.

Event description:
During a pci to treat a heavily calcified cto lesion in the rca, a guide wire was advanced with an asahi microcatheter. The catheter was advanced into the calcified spot and its tip became trapped by the calcium. When the physician attempted to remove the catheter, the tip became separated and the separated tip remained on the guide wire. The separated tip was retrieved together with the guide wire. Then the subject microcatheter was advanced with another asahi guide wire, perforation occurred at the av #4. Autologous fat cells were used for embolization. The physician decided not to reestablish the blood flow and the procedure was terminated. The patient had been under post-operative monitoring.